Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2015. Investigation results were received by dexcom on (B)(6) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an unrecoverable loss of antenna was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015 the patient experienced two continuous hours of no readings in this session. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional; device available for evaluation - additional; initial reporter information - correction; correction/additional information/device evaluation; device evaluated by manufacturer - additional; event problem and evaluation codes - additional.

Event description:
The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.